Event description:
It was reported that there was a separation between the female connector and main body of seven (7) minicap transfer sets. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, a photograph and video of the sample were provided for evaluation. Review of the photograph and video showed a separation between the female connector and main body. The reported condition was verified. The cause of the separation was to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.